Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties were encountered. The target lesion was located in the external iliac artery. The imager ii angiographic catheter was advanced in order to perform intra arterial pressure measurements. A non bsc guide wire was then inserted to aid in removal of the catheter. While attempting to remove the device, resistance was noted. Additional force was applied and the shaft of the catheter separated from the hub. The device was able to be removed without issue. There were no patient complications reported and the patient's condition was reported as `stable'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned device was received in two pieces; the shaft had broken and separated from the hub component. The proximal end of the device shows signs of excessive force, with visible disturbed braid and a jagged edge at the breakage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties were encountered. The target lesion was located in the external iliac artery. The imager ii angiographic catheter was advanced in order to perform intra arterial pressure measurements. A non bsc guide wire was then inserted to aid in removal of the catheter. While attempting to remove the device, resistance was noted. Additional force was applied and the shaft of the catheter separated from the hub. The device was able to be removed without issue. There were no patient complications reported and the patient's condition was reported as `stable'.